Manufacturer narrative:
Please note that the date of this procedure is unknown. Complaint conclusion: when unsheathing the stent on a 5mm x 120mm smart flex biliary self-expanding stent (ses) delivery system into the tibial artery, a portion of the stent was able to be deployed; however, the system became stuck, and the remainder of the stent could not be deployed. As a result, the physician retrieved the delivery system from the patient with the entire stent still attached. This was during a procedure in which tibial access was used. There were no reported injuries to the patient. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. Without the return of the device for analysis the reported ¿stent delivery system (sds)-ses~ deployment difficulty - partial deployment¿ was not confirmed. It is difficult to draw a clinical conclusion between the device and the events based on the information available. However, it is probable that procedural and or handling factors such as the user¿s interaction with the device and vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU) ¿system handling ¿ precautions. Do not use if it appears to be damaged. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ the information available does not suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported, when unsheathing the stent on a 5mm x 120mm smart flex biliary self-expanding stent (ses) delivery system into the tibial artery, a portion of the stent was able to be deployed; however, the system became stuck, and the remainder of the stent could not be deployed. As a result, the physician retrieved the delivery system from the patient with the entire stent still attached. There were no reported injuries to the patient. This was during a procedure in which tibial access was used. The device will not be returned for evaluation.